Event description:
It was reported that this (B)(6) male patient's right shoulder was revised due to loosening. The patient's preserve stem appeared to be loose at time of revision. Surgeon removed existing exactech implants and replaced them with a 42+4 glenosphere. Patient was last known to be in stable condition following the event. Devices are not available for return.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-06-38, 7063923 - glenosphere 38mm. 320-10-00, 7052245 - equinoxe reverse tray adapter plate tray +0. 320-38-00, unknown - equinoxe reverse 38mm humeral liner +0. 320-06-38, 7063923 - glenosphere 38mm.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. Section h11: the following sections have corrected information: (h6) component code: 7455, part/component/sub-assembly term not applicable.